Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a free flap neck surgery, when the clip was being applied to the vessel, the clips did not engaged in the jaws, the clip applier fired without a clip in the jaws. The clip was cycled and then applied another clip to the vessel. A new clip applier was used. There was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.